Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported material rupture was confirmed. The investigation determined that the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). The tenku rx balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately tortuous and moderately calcified. A 2.25 x 15 mm tenku rx balloon dilatation catheter was used for pre-dilatation. The balloon was inflated once up to 8 atmospheres for 15 seconds without issue. During the second inflation, when pressure was applied for 5 seconds, and was increased to 10 atmospheres, the balloon ruptured. There was no reported resistance during removal of the protective sheath or during advancement to the lesion. The patient was treated with a non-abbott balloon catheter to complete the procedure successfully. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.